Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose level ranged between 220 mg/dl and 400 mg/dl. Reportedly, customer changed pump supplies to resolve the issue.